Event description:
Contact reported that one week after implant surgery, x-ray showed that one eagle screw had backed our 4-6mm. A revision was performed and two of the six screws were removed. As surgical intervention occurred an MDR is being filed to documents this event.